Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow up the device showed several alerts for low high voltage lead impedance. The device gave alerts for possible output damage and maximum charge time reached. Attempted therapy delivery was aborted. The patient received external defibrillation for the arrhythmia. The device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
The reported field events of output anomaly and extended charge time were confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using automated test equipment, and the high voltage output transistors were noted to be damaged. The cause of the damage was hv delivery into a low impedance output. The cause of the low impedance output could not be determined.